Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call issue with the sensor. The customer¿s blood glucose was 131 mg/dl at the time of incident. Customer stated that the insulin pump alerted a lost sensor signal and when she removed the sensor, the cannula had come out and was stuck to the adhesive and only a small piece was in the customer's body. The sensor is not expected to return for analysis.